Event description:
It was reported that this right atrial (ra) lead presented high pacing impedance measurements out of range and a lack of capture, which were found to be caused by a facture. The lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was fractured. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.